Event description:
It was reported that the patient experienced premature infusion set tape separation due to adhesive failure on (B)(6) 2026. The set lost adhesion and detached while set was in use.

Manufacturer narrative:
Name: medtronic minimed, entity ID: (B)(4), street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325, zip four: 1219. E1: patient city: (B)(6). Patient country: spain. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.